Event description:
Olympus was informed that the user facility was not reprocessing endoscopes as per the original equipment MFR's recommendations. The user facility was said to have been reprocessing two endoscopes simultaneously in an automated endoscope reprocessor (aer) that was designed to reprocess one endoscope at a time if the endoscope contained an auxiliary water tube. The user facility was also using modified connectors to connect the endoscopes to the aer. There was no reports of pt infection or cross-contamination associated with this report.

Manufacturer narrative:
No devices were returned to olympus for eval. An olympus endoscopy support specialist (ess) has visited the user facility to provide educational materials and training on appropriate reprocessing of endoscopes. Based on the info provided by the user facility, the subject devices were not being reprocessed according to the device instructions for use. This report is being submitted as a medical device report in an abundance of caution.